Event description:
It was reported: "fiber shattered". Reporter said on friday morning july 21, 5 to 10 minutes into a right knee endoscopy case, the handpiece with fiber assembly shattered. No injuries were reported.